Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual inspection ,and x-ray inspection of the lead did not find any anomalies.

Event description:
Additional information received noted that the patient was stable post procedure.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was reported that the right ventricular lead exhibited high capture threshold. The reported lead was not implanted. The patient's condition was unknown.